Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation.

Event description:
The physician was attempting to remove the coil from the aneurysm in the vertebral artery when it became stuck. The physician was unable to remove the coil, so it was deployed. Approximately 20cm on the coil remained in the parent vessel. The physician stated "this piece fits at the vessel wall". There were no patient complications reported.